Event description:
The event involved a tego¿ connector where it was reported that it was placed on the central venous catheter (cvc) for hemodialysis. After disinfecting, the nurse tried to remove bloodlines on the third day but the tego was blocked. Additionally, the customer found a clot when drawing blood. There was patient involvement, no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
Received one used d1000 tego for inspection. As received, the seal had been torn around the posts on either side. The tego was found to be occluded when activated by a male luer due to the seal collapsing. The reported complaint of no flow can be confirmed due to the damage found on the seal. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history report (DHR) was reviewed and no relevant non-conformities were found that would have led to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.